Event description:
Reportedly, the surgeon loaded the instrument, placed the instrument through the trocar and through the scope could see the needle break in half. X-rays were taken to locate the broken half of needle and it was able to to be retrieved. Procedure: gastric bypass.